Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, couldn't see, tired. A patient reported they were not able to get a reading for over a month and the patient had to use a friend's meter. Their meter allegedly would only display clean test area. The result on their meter was cta prompt. The result on the other meter was unknown. Treatment was unknown. No further info has been reported.